Event description:
It was reported that guide wire tip detachment occurred. An unspecified size kinetix ptca guide wire was advanced when the distal tip of the guide wire came off. The tip was snared and was taken out from the patient. The procedure was completed with a different device. No further patient complications were reported and patient is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).